Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an "er2" warning issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began ten days prior to contacting lfs. He stated that he manages his diabetes with pills, diet and/or exercise and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient claimed he felt shaky after the alleged issue started at the same time and on the same day and denied receiving any medical intervention in response to his symptom. During the initial call with customer service, the agent noted that the patient was using the correct test strips but using the incorrect testing procedure. It was noted that the patient was applying the blood sample to the test strip prior to inserting it inside the meter, which is the improper order. Replacement products were sent to the patient. The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the test strips involved in this case have passed all testing with no faults found. The complaint was not confirmed (B)(4). Once the subject meter is sent in, it will be tested and investigated and when the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the test strips involved in this case have passed all testing with no faults found. The complaint was not confirmed (B)(4). Once the subject meter is sent in, it will be tested and investigated and when the results are available it will be submitted as a supplemental report. The 510(k) # is k053529.